Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. All files were reviewed and the one attached (26123757) had a difference between battery voltage with telemetry and the daily measurement of 140mv. That is considered within expected range.

Event description:
It was reported that the device was showing a battery voltage of 2.88 volts. A previous check was done in (B)(6) and the battery was found to be ok. Previous experience on this device includes showing a battery voltage of 2.85volts at the office visit when the true reading was 2.99 volts. The device is still in use. No patient complications have been reported as a result of this event.